Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit, it passed all specific functional testing requirements, except the unit was received with the mayfield 2 lock having up and down movement. When unit was not under pressure, this would not have caused a slippage; when unit was properly positioned and put under pressure, unit would not have slipped. The device history record review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Most probable root causes are: incorrectly assembled device. Improper technique used during procedure. Inadequately maintained device used for procedure. Device used with incorrect unauthorized devices accessories for procedure. Improper maintenance. Device identifier (B)(4).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00075 and 3004608878-2019-00076.

Event description:
This is 1 of 3 reports. The customer reported that the a3059 mayfield composite series skull clamp was not locking and it slipped during an unspecified intraoperative procedure. The date of the event was not indicated. There was patient injury (not specified).